Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material on air water cylinder, tube and there was chipped adhesive on the objective lens and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the chipped adhesive on light guide lens and objective lens was traced to component failure. The most probable cause of the foreign material on air water cylinder and tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.